Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The pump was refilled on (B)(6) 2014. The patient¿s healthcare provider (hcp) was able to withdraw the medication easily, but at the end of the withdrawal the medication looked somewhat yellow. They flushed the reservoir with preservative free normal saline (pfns) and the fluid was blood tinged upon aspiration. There was no problem accessing and no evidence of bleeding. They flushed the reservoir again with 5 milliliters of pfns and at the end of the aspiration it was a little blood tinged again. There was no therapy problem. The hcp stated it did not seem to be a traumatic stick and it happened twice. The medications infused were fentanyl and bupivacaine. On (B)(6) 2014 information was received from an hcp indicating that the cause of the event was unknown. They were to reevaluate at the patient¿s next refill. If findings were the same a dye study would be performed. The patient recovered without permanent impairment.